Event description:
It was reported that during testing at the MFR, the device displayed a bias current error. There was o pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed that the end of motor was worn and the coil was broken.